Event description:
Reporter alleged believing family member passed out and was found by a neighbor due to the inaccurate reading of the blood glucose device. Reporter stated family member's reading was 461 mg/dl at 5:45 am and he took normal insulin. Reporter stated at 9:10 am, family member was found by a neighbor by his mailbox. Emergency medical technicians (emt's) were their device measured 78 mg/dl. Reporter stated emt's treated family membe with dietary adjustments and performed two retests with their device 5 minutes apart (96 & 92 mg/dl). Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.